Event description:
It was reported that the bd phaseal¿ l connector c90j was separated. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, when the hcp engaged and disengaged the injector connected to a syringe, the membrane inside the l connector (c90j) was separated.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ l connector c90j was separated. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, when the hcp engaged and disengaged the injector connected to a syringe, the membrane inside the l connector (c90j) was separated.

Manufacturer narrative:
H6: investigation summary one sample was provided to our quality team for investigation. After visual inspection, it was observed that the membrane was never assembled onto the connector body, therefore the system was open and leaked when used. A device history review was performed for lot 2201208, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples were used for additional evaluation. All product was visually inspected and verified the membranes were properly assembled. Assembly of the membrane is performed manually. A detection system is used to verify the proper welding and location of the membrane. All quality records verify the inspections were performed according to procedure. While we cannot identify a direct issue, it was determined this incident is due to the operator not properly welding the membrane onto the connector body and the detection system also not identifying/rejecting the impacted piece. A project was initiated to further address this issue and prevent any reoccurrence. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.